Event description:
A blood glucose lab was performed on a patient at 6:20am. The result was 40 mg/dl and the hospital device read 52 mg/dl. 40 minutes later a second lab was done with a result of 39 mg/dl at 7:20. Controls were stated to be in range. A request was made for the return of the suspect device.